Event description:
According to the customer "patient had a bilateral mastectomy on (B)(6) 2024 and the incisions were dressed with liquiband secure. Patient presented post operation appointment (B)(6) 2024 with epidermolysis along incision line on left breast, along with a blister and erythema.

Manufacturer narrative:
According to the customer "patient had a bilateral mastectomy on (B)(6) 2024 and the incisions were dressed with liquiband secure. Patient presented post operation appointment (B)(6) 2024 with epidermolysis along incision line on left breast, along with a blister and erythema. Prescribed creams to apply. (B)(6) 2024 - continued wound care and increased cream to twice daily. By (B)(6) 20/24, patient's skin is necrosed and needs debridement, which is scheduled for (B)(6) 2024". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.